Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure when trying to place the clip on the bile duct, several clips which were not formed properly (open clip) and fell off the instrument jaw. The procedure was continued and closed with an el5ml. No patient consequences reported. Procedure was prolonged by ten minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done on procedure? No. Did issue occur with two devices since two er320 devices are coming back? Yes. Which firing of the device did this event occur on? From first firing on. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Was the device fired after this incident in or out of the patient? Out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.